Event description:
It is reported that the patient was revised due to a broken znn nail.

Manufacturer narrative:
This report is being amended to reflect changes. The manufacturing records for the lot of the part number reported on the complaint were evaluated and were found conforming to the specifications and mis requirements at the time of manufacture. The nail returned with this complaint are within specification per the device prints where measured. The hardness on the nail material was also confirmed to be within specification. The znn nail was fractured along a plane perpendicular to the nail through the center line of bottom hole before the flutes. This is the only reported complaint for the item and lot number involved in this complaint. There are various contraindications provided in the package insert that may affect the performance of the implant construct. One such contraindication states "all concomitant diseases that can impair the functioning and the success of the implant". Per the op notes provided it was indicated that the patient had radiation treatment to pathological distal femur fracture due to plasmacytoma. The investigation was not able to conclude any evidence of a design or manufacturing anomaly in the znn nail implant that would lead to the fracture of the nail.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.